Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at 3 month post-operative exam. The patient&#38112;comments were that there was intense light sensitivity even when wearing sunglasses. Visual acuity at 3 month post op was 20/20 for both eyes. Pred forte (pf) 1%, (topical steroids) was increased for 2 days every 1 to 2 hours and 4 times a day for 5 days afterwards. Bcva from (B)(6) 2016: right eye: pre-op 20/20, -1.75 x .00 x 90; left eye: pre-op 20/20, -2.25 x -.50 x 68. Bcva from (B)(6) 2016: right eye: pre-op 20/20, .00 x -.25 x 130; left eye: pre-op 20/20, .50 x -.50 x 170.